Manufacturer narrative:
New information received on october 14, 2025: initially anticipated surgery time (min): 40min prolongation (min): 60min due to this prolongation the case will be reported as adverse event. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device was returned to the manufacturing site as documented in section d9. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Result of investigation: after careful analysis of the available information and considering the instructions for use, it can be assumed that the breakage of the ceramic tip during the surgical procedure is due to a multifactorial process. The most likely cause is an application error in which the tip was mechanically overloaded. In addition, thermal influences such as insufficient distance between the electrode and the ceramic insert may have weakened the material. The instructions for use expressly point out that ceramic is a brittle material that is sensitive to mechanical and thermal stress. Even the smallest, initially invisible microcracks can grow through repeated stress (e.g., cleaning, sterilization) and eventually lead to breakage. An insufficient visual inspection before use and possible pre-existing damage from previous cycles may have contributed to the damage. Overall, everything indicates that mechanical stress and insufficient inspection prior to the procedure led to the failure of the ceramic tip. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that incident of fractures at the front-end ceramic head have occurred during hospital use. A ceramic head from a 27050ca detached and fell into a patient's bladder, leading to prolonged procedure time and increased patient risk. No negative impact in state of health reported.